Event description:
The customer reported a pacer malfunction message. There was no report of pt involvement.

Manufacturer narrative:
The customer reported a pacer malfunction message. There was no report of pt involvement. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.